Manufacturer narrative:
Product ID 3889-33, lot# va0nnxt, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient (B)(4).

Event description:
The consumer reported that there was a concern that the device was not working as it should be because of a fall she had. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.